Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: titanium cage with morcellized allograft. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
Shooting pain down leg. It was reported that the patient was experiencing pain while using the spinal pak. The patient described it as shooting pains down her leg below the skin. The pain subsided when the patient removed the spinal pak. The patient rated the pain as a 6 on a scale of 1 to 10, with 8 or 9 being the highest. The patient states that she has not increased her daily activities. The patient advised her to take flexeril and tylenol for the pain. It was reported that no further information is available.

Event description:
It was reported that the patient was experiencing pain while using the spinal pak. The patient described it as shooting pains down her leg below the skin. The pain subsided when the patient removed the spinal pak. The patient rated the pain as a 6 on a scale of 1 to 10, with 8 or 9 being the highest. The patient states that she has not increased her daily activities. The patient was advised by her doctor to take flexeril and tylenol for the pain. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added g1-2: contact office updated g3: date received by manufacturer added g6: type of report h2: follow up type h3: device evaluated by manufacturer updated to no h4: device manufacturer date added h6: health effect updated 1994-pain h6: device code updated to 2993: adverse event without identified device or use problem h6: investigation code added to 4114: device not returned h6: investigation code added to 4119: insufficient information available h6: investigation code added to 3331 - analysis of production records h6: investigation findings code added to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data the following sections have been corrected: b5: describe event or problem.